Manufacturer narrative:
(B)(4). The customer returned one introducer needle and dilator for analysis. Signs of use were observed on the needle. Visual analysis revealed that the needle hub was broken and separated. A portion of the hub was still adhered to the proximal end of the needle cannula. Microscopic examination revealed that the point of separation was jagged but uniform. It was confirmed that the needle hub is the new hub design. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed through visual inspection of the returned sample. Investigation of this issue is documented under a CAPA. The CAPA investigation indicates the root cause of this issue is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the needle hub had a crack making it difficult for the doctor to aspirate blood during the procedure. The needle began to aspirate air while in the vein of the patient. Another set was opened to complete the procedure. The patient was fine and had no injury.

Event description:
It was reported that the needle hub had a crack making it difficult for the doctor to aspirate blood during the procedure. The needle began to aspirate air while in the vein of the patient. Another set was opened to complete the procedure. The patient was fine and had no injury.

Manufacturer narrative:
(B)(4).